Event description:
It was reported that the patient's artificial urinary sphincter stopped working. The patient experienced recurring incontinence. The patient could not push the pump hard enough to reactivate the device.

Event description:
It was reported that the patient's artificial urinary sphincter stopped working. The patient experienced recurring incontinence. The patient could not push the pump hard enough to reactivate the device.